Event description:
It was reported that there were a couple kinks or bends in the inferior vena cava (ivc) tubing. The device user (du) stated that they took steps to remove the kinks, including rotating the pump head, adding scaffolding, and sliding the ivc tubing towards the pump head slightly to eliminate strain. After these steps, they felt that the tubing was still slightly bent. After the liver was onboard, the ivc flow decreased and the du observed that the kink between the flow sensor and the pump had reappeared. The du manipulated tubing to eliminate the kink. This occurred twice before the du placed a support component to prevent further occurrence. Subsequently, the liver was transplanted.

Manufacturer narrative:
Investigation is currently pending.